Event description:
Complainant alleges "issue is the packaging is not correctly perforated and then separated to where multiples are still together and not in their individual package form." After review of pictures, it was determined that the perforation may interfere with the sterility seal.

Manufacturer narrative:
We are still attempting to get the device returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Manufacturer narrative:
No samples were able to be returned, however pictures were provided for evaluation. The pictures showed that the perforation location was not cut properly, and it compromised the sterility seal. The cutting blades showed nicks which can stop or interrupt the cutting process. To correct the situation, the operator would swap out the old blades for a new set. This was a set-up error, and inspection is manual and the operator did not catch the mistake. Root cause is manufacturing error, specifically human error by the operator. If any additional relevant information is identified, it will be submitted in a supplemental report.